Event description:
A voluntary medwatch report stated that the patient¿s right atrial lead exhibited noise oversensing, low pacing impedance, high capture threshold, and p-wave amplitude variation. Troubleshooting actions were provided by technical services. No intervention was performed. The ra lead remained implanted. There were no patient consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.